Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(4) 2018, a reporter contacted animas alleging that the pump was alarming with a 'no delivery' message. This complaint is being reported because the alleged issue indicates that the patient is not receiving insulin deliveries. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2019 with the following findings: a review of the black box showed a call service 088 and one 064-0008 alarm on the final day of pump use. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.